Event description:
The customer reported an error, clinical mode not available.

Manufacturer narrative:
(B)(4): the customer reported an error, clinical mode not available. The defibrillator goes straight to service mode at startup, and not to diagnostic mode. Note that this is expected behavior if the a clinical failure is generated during the opcheck which can result from the test being run improperly. On (B)(4) 2012, the device was evaluated by a philips fse. The issue was clarified as a pads ECG failure. The issue was localized to the therapy pca. The therapy pca was replaced to resolve the issue. The device then passed all required testing and remains at the customer site for use. This was a malfunction of the therapy pca. Replacement of the therapy pca resolved the issue.